Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe was falling out of safety device. Reporter describes the issue: premature activation of safety device.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe was falling out of safety device. The following information was provided by the initial reporter: premature activation of safety device.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.